Event description:
The customer states that one pt sample generated an aeroset ict sodium assay result of 109 mmol/l. The sample retested at 155 mmol/l. Controls were within specifications. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.